Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate customer's report is that there are two lines near the fill line area on the tube. The following information was provided by the initial reporter. The customer stated: the customer's report is that there are two lines near the fill line area on the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate customer's report is that there are two lines near the fill line area on the tube. The following information was provided by the initial reporter. The customer stated: ¿the customer's report is that there are two lines near the fill line area on the tube.¿